Event description:
Pt undergoing tonsillectomy/adenoidectomy. After removal of adenoids, during removal of tonsils, the surgeon reported a fire involving the endotracheal tube. The cautery pencil with a teflon tip was in use at the time of the fire. The pt sustained minor burns in the oral pharynx including the false vocal cords.